Event description:
Solution splashed in one worker's eye. The caller states that the person who received the splash was wearing her regular glasses, not goggles or protective eye-wear at the time. They had an msds at the facility. She rinsed her eye thoroughly with water and was on her way to the ER.